Event description:
Customer reported complaint regarding tubing that separated from male luer during use on a patient. Customer reported that patient ¿lost and insignificant amount of blood¿ due to the separation, however; the malfunction was noticed immediately by hospital staff and patient did not reportedly suffer any adverse effect and did not require medical intervention. Additional information was requested but was not available.

Manufacturer narrative:
Return of the actual device for evaluation was requested. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar report for possible trends.